Event description:
It was initially reported by the physician that the patient was being referred for replacement surgery due to experiencing an increase in seizures, which were attributed to battery depletion. The clinic notes reported that the interrogation showed the generator "battery is end of service with no current output. Diagnostics reports no lead impedance". An implant form was later received confirming that the generator was explanted and replaced due to battery depletion. The session report from the pre-operative diagnostics revealed that the most recent diagnostics as provided by the physician indicated near end of service condition, low output current, and ok impedance. Ohm's law calculations were performed and indicated that the device was expected to be able to deliver the intended programmed output current. A review of device history records for the generator confirms that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. The explanted product has not been received to date. No other relevant information has been received to date.

Event description:
It was confirmed that the explanted generator will not be returned to the manufacturer. Review of the generator data confirmed that the device had just reached an end of service (eos) battery status prior to the replacement procedure. The device is designed to disable upon reaching an eos status; and therefore, the device was disabled prior to the pre-operative interrogation and system diagnostic testing where a low impedance message was observed. The system diagnostics performed as it would if device was turned off, delivering an output current of 1ma. As the generator was comparing diagnostic results against the parameters it was previously functioning at prior to disablement, this could generate a low output current message during diagnostic testing on a device which has reached an end of service status. Since the device is designed to disable upon reaching an eos status (eos vbat<= 2.0v), this event does not indicate a device failure and is expected when the device voltage reaches 2.0v or below. No other relevant information has been received to date.